Event description:
When using nps/bps/mps version 11.3 preplanning software the "output of treatment set-up/times" does not include seeds if the preplanning box is extended. When extending the preplanning box which contains the previously prepared planes toward the apex of the prostate (i.e., the most proximal plane), the option "output of treatment setup/times" does not display these added seeds in the loading pattern of the catheter. The dose distribution is correct and the number of seeds is also correct. However, there is a possibility that the wrong number of seeds could be loaded if seeds are not counted separately but if the loading is taken directly from the output of "output of treatment setup/times".